Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced lower extremity weakness, fatigue, exertional dyspnea, elevated lactate dehydrogenase (ldh) and reddish-brown urine. Pulsatility index was also elevated. A heparin drip was started due to the elevated ldh. A nonocclusive thrombus within the outflow tract was confirmed with a computerized tomography (CT) scan. The log file showed intermittent power spikes dating back to (B)(6) 2021 and these were likely attributed to the thrombus as the patient had been experiencing abdominal discomfort and non-bloody vomiting beginning that month. As a result of the thrombus, the patient underwent pump exchange on (B)(6) 2021. In the or, the patient experienced profound acute right heart failure complicated by vasoplegia and suction events. The patient also became coagulopathic and had several hours of intraoperative bleeding. Due to these factors, the patient needed to be resuscitated; the patient's chest was left open with a wound vacuum. Overnight the wound vacuum clotted off and they were taken back to the or where the chest was irrigated and a new wound vacuum was placed. There was no improvement of the patient's vital signs and it was ultimately decided to change their code status to comfort care; the patient passed away on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
After a pump exchange, the patient became vasoplegic and coagulopathic and needed to be resuscitated; the patient's chest was left open with a wound vacuum. Overnight the wound vacuum clotted off and the patient was taken back to the or where the chest was irrigated and a new wound vacuum was placed. There was no improvement of the patient's vital signs and it was ultimately decided to change their code status which resulted in the patient passing away.